Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that that customer was asking if bd was planning on adding the ims pca syringe back on the compatibility list. The customer also noted that they had nurses report "syringe error" or unrecognized syringe notices. There was no information on patient involvement. Although requested, further information was not provided.